Event description:
It was reported that the user experienced prolonged high blood glucose with a peak of 341 mg/dl after pausing insulin delivery on the ilet while charging, and insulin delivery was subsequently resumed by the system. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with no hospitalization or facility care. Investigation included review of device reports and user history. Investigation of this case revealed hyperglycemia associated with user-initiated suspension of insulin delivery, with device function resuming as intended. It was concluded that the event was attributable to paused insulin delivery rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.